Event description:
A nurse reported that during cataract extraction by phacoemulsification, a patient sustained a wound burn. The instrument was withdrawn and the handpiece and tip were exchanged and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and there was no additional information provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).